Event description:
Caller alleged discrepant results with inratio meters versus with two separate patients. Patient #1: meter: 4.5 lab: 3.17. Patient #2 meter: 5.4 lab: 3.83. Venous draw and fingerstick samples pulled within 5 minutes. Caller stated that both patients are not on lovenox or heparin, no cancer or anemia, no hospitalization or dialysis. Both patients been on coumadin for over a year. No adverse incident for both patients. 21g 1.8mm lancet device used. No hyper/hypothyroidism, no kidney disorders.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: test: 1: inratio: 4.5, lab: 3.17, mean: 3.84, confidence limits: 2.3-5.7. Test: 2: inratio: 5.4, lab: 3.83, mean: 4.62, confidence limits: 2.6-6.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product testing is required. No product is expected to be returned for evaluation. The mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. Product deficiency could not be established. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established.